Event description:
The account alleges leakage at septum. The nurse in nicu saw a bloodstain on the patient. Seemed to be nebulized and seemed coming from red sample point (septum) of the arterial line. Nurse sampled and trickles of blood squirted out of the sample point (under pressure). The line was changed. No complications were reported.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed. No defects were identified. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.